Event description:
It was reported that during an unknown procedure there were no uses remaining - seems to be controlled version probe. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: t9427e. Investigation summary: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient uses may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components, and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.